Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The corrective action involved replacing the pump, as confirmed by customer technical support (cts), who arranged for the shipment of a pump with updated software to the customer. The caller was instructed to return the problematic pump to tandem using a provided return box and pre-paid label to avoid fees. Additionally, the caller received guidance on setting up the replacement pump and was informed about connecting their continuous glucose monitor.